Event description:
It was reported that the patient had developed an infection, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the two left ventricular epicardial leads were cut and partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2016, product ID: 5071-35 lead x2, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.